Manufacturer narrative:
The reported event of an unknown backup was confirmed. The device was received in bvvi mode and with no output. The device image indicated that the device triggered bvvi due to an unknown code corruption. The product code download was unsuccessful. The device was cut open to perform further testing. The battery was disconnected and re-connected. Following this, the product code download was successful. Both the output and sensitivity tests were performed with normal results. Despite stress testing and device monitoring, the backup condition could not be reproduced. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room due to decreased cardiac rhythm of intrinsic pacing only. Upon interrogation, the device was found in backup mode. Several unsuccessful attempts were made to restore programming. The device was explanted and replaced to resolve the event. The patient was in stable condition.